Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device was received together with the guidewire used by the customer. A visual examination identified that the balloon of the device had been subjected to positive pressure. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the blades. All blades were present and fully bonded to the balloon surface. This spcb flextome device is recommended for use with a 0.014" (0.36mm) guidewire. During product analysis the investigator successfully loaded the device on to the guidewire used by the customer and removed with no resistance experienced. A visual and tactile examination identified no issues with the hypotube or shaft of the device which could potentially have contributed to the complaint incident. A visual and microscopic examination identified no damage to the tip of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon was difficult to remove and became stuck on the guide wire. A 3.00mm/1.5cm/140cm small peripheral cutting balloon (pcb) was selected for use for a "vaivt" procedure in a vein. The pcb was inserted from the bottom of a carry wire. The over the wire lumen was able to advance without problems, however, the wire did not come out of the wire exit port. It was able to be advanced by bending the shaft. After dilatation, the physician attempted to remove the pcb but it could not be removed. The pcb was then removed with the wire. The procedure was completed with the original device. There were no patient complications reported.

Event description:
It was reported that the balloon was difficult to remove and became stuck on the guide wire. A 3.00mm/1.5cm/140cm small peripheral cutting balloon (pcb) was selected for use for a "vaivt" procedure in a vein. The pcb was inserted from the bottom of a carry wire. The over the wire lumen was able to advance without problems, however, the wire did not come out of the wire exit port. It was able to be advanced by bending the shaft. After dilatation, the physician attempted to remove the pcb but it could not be removed. The pcb was then removed with the wire. The procedure was completed with the original device. There were no patient complications reported.